Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is currently unavailable. The manufacturing location was unknown. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor power on the compact air drive device was too low. It was also noted that the device failed pre-repair diagnostic tests for excessive noise, starting behavior, and power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the following information was inadvertently lost during gateway submission of the previous medwatch report. This information in the sections listed below has been updated in the previous medwatch report. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date (aug 27, 2003) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.